Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 had a multiple cubie issue. A field service engineer reconnected the row board cable and made adjustments to the rear chassis. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.2 had a multiple cubie issue. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.